Manufacturer narrative:
A patient unable to set implanted system to MRI mode was reported to abbott. It was determined the patient's leads read high impedances, but the patient was still receiving effective therapy. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on one lead. The investigation was unable to determine which lead attributed to this issue. The patient also did not charge their ipg as recommended and thus, the ipg became inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. Further surgical intervention may be pending for the patient's lead.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000112918.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.